Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 450 mg/dl. The customer was treated with manual injections. The parent stated that the insulin pump had been in a purse while the customer was swimming and a button may have been pressed for three minutes or longer. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.